Event description:
On (B)(4) 2012, clinical specialist reported pt was in the hospital with dka because his infusion site came out without him knowing. On (B)(4) 2012, pt's wife reported pt had surgery 3 years ago and while in the hospital was taken off of the infusion device. Wife stated on the day of discharge, the pt went back on the infusion device and inserted a new infusion set using the insertion assist device; could not recall the name of the infusion set type. Wife reported the pt could not get comfortable in his bed from surgery, was very sedated and continued to toss and turn until he eventually pulled the infusion headset out of his insertion site location. Wife stated there was no product malfunction or damage to the infusion set; it was an accident. Wife reported the pt was so sedated that he did not realized he pulled the infusion headset out. Wife stated the pt's blood glucose level reached 800 mg/dl on his glucometer. Pt's normal blood glucose range is 130-150 mg/dl. Pt's symptoms of hyperglycemia are nausea and sleepiness. Wife reported they injected the pt with insulin via syringe to reduce his blood glucose level but his level would not reduce. Wife stated she called the ambulance to transport him to the hospital because he began to lose consciousness and could not treat himself at that point. Wife reported upon arrival to the hospital, pt's blood glucose level was over 1000 mg/dl and he was in ketoacidosis. Wife stated pt was placed on an insulin drip and insulin syringe while in the hospital for a week. Wife reported pt was discharged a week later and remained off of pump therapy. Pt prefers to use injection therapy. Wife stated she feels the infusion device and infusion set operated as intended and that the incident was not caused by a product malfunction. Alleged infusion set was discarded. No product return was requested.